Event description:
Customer reported a motor error alarm during a prime. Customer's blood glucose was 265 mg/dl. Customer did not treat for their blood glucose at the time of the call. The customer stated they were able to rewind the insulin pump, but not prime it due to a compromised force sensor system alarm occurring. The customer could not recall any significant events leading to the alarms. Troubleshooting found the customer's drive support cap was protruded. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).